Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 40mm watchman flx pro closure device and delivery system (wds) were selected for use. The 40mm wds was prepped, advanced, and successfully deployed in the laa with no recaptures or repositioning required. The patient was discharged home the same day. The patient was reported to have had shortness of breath later that night (12+ hours post procedure) at home and came back to the hospital. A pericardial effusion was noted at this time. The patient was treated with medication (colchicine) and discharged three (3) days later.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. H6: added patient code dyspnea. With all the available information, boston scientific (bsc) concludes: device technical analysis. The watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review. A review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60400 batch # 0034511372. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review. There was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) (dyspnea) (medication required, and hospitalization). Risk review. A risk review was completed and confirmed that the event of pericardial effusion (dyspnea) was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and 40mm watchman flx pro closure device and delivery system (wds) were selected for use. The 40mm wds was prepped, advanced, and successfully deployed in the laa with no recaptures or repositioning required. The patient was discharged home the same day. The patient was reported to have had shortness of breath later that night (12+ hours post procedure) at home and came back to the hospital. A pericardial effusion was noted at this time. The patient was treated with medication (colchicine) and discharged three (3) days later.